Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system secondary medication sets would not connect. The events occurred during patient infusions with an unspecified solutions (reported as "antibiotics and other medications"). It was further reported, the issue arises when connecting the secondary to the primary when an extension set is used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.